Manufacturer narrative:
The field service engineer (fse) verified instrument operation and observed fluid leaked at line vl-4b. The fse replaced the tubing and resolved the issue. The fse completed preventive maintenance (pm) b on the instrument and verified system operation, startup, latron, controls, reproducibility, and mode-to-mode tests; all passed within specifications. Service activity performed was verified and met the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported approximately five milliliters of clear fluid dripped from under the instrument involving the coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer indicated all controls were within specification. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.